Event description:
It was reported that the liquid crystal display (lcd) screen was "showing number" and "is not working properly". Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Health effects, and evaluation codes: updated. One device was received. Per visual inspection, multiple nicks and scratches on front cover and enclosure and a non-OEM serial number label. Per functional testing, liquid crystal display (lcd) had missing pixels. The complaint was confirmed. The root cause was a faulty lcd. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
Additional information received via email. Event occurred during set-up. There was no patient injury. No further details provided.